Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a damaged black power lead and low voltage and backup battery fault alarms were confirmed. A review of the downloaded log file spanned approximately 2 days ((B)(6) per time stamp). Throughout the entire log file while connected to batteries, the power cable disconnect and low voltage alarms activated due to fluctuating rsoc voltage on the white power cable. The alarm was not associated with a power source exchange and reactivated intermittently. The backup battery fault alarm was active throughout the entire log file due to a failed load test. The backup battery failed the load test either due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage or the unloaded voltage being under the acceptable threshold. The log file did not capture when the load test first failed, so the loaded and unloaded voltages cannot be measured. The alarms did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms active in the log file. System controller, serial (B)(6), was returned for analysis with cuts in the black power cable. The cable jacket and shielding of the cable was stripped where the cuts were observed. There was no cosmetic damage to the underlying wires. The functional test revealed that the controller cable wires had high resistances. When the white cable was manipulated by the strain relief, the power cable disconnect alarm activated due to excessive wire fatigue in the positive voltage green wire. There was no cosmetic damage to this wire when the area of fatigue was inspected. The root cause for the reported low voltage alarm was due to wire fatigue in the white power cable. A root cause for the cable damage and backup battery alarm cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage advisory, power cable disconnect, and backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the clinic with a damaged black power lead, and continuous emergency backup battery (ebb) fault alarms. The patient also had frequent low voltage advisories. The alarms were unable to resolve. There was a previous attempt to stabilize black power lead with rescue tape, but the low voltage alarms continued. A self test was also performed for emergency backup battery (ebb) fault alarms but they did not resolve. The system controller was exchanged and the alarms resolved. The patient was stable and tolerated the exchange well.